Manufacturer narrative:
The device has been received for analysis. However, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-05379, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used for treatment of a stomach bleed, during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2009. According to the complainant, during the procedure, when the technician attempted to advance the clip out of the sheath, the coil wire bent where the steel shaft meets the white clip handle. The same event occurred with the second clip device. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event.